Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of allergy to metals ("delayed allergy (chrome)") in a female patient who had essure (batch no. A95861) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced musculoskeletal pain ("secondary musculoskeletal pain") and asthenia ("asthenia"). On (B)(6) 2018, 1 day after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the allergy to metals, musculoskeletal pain and asthenia outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia and musculoskeletal pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals - the analysis in the global safety database revealed 443 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-jun-2018. The most recent information was received on 02-aug-2018. This spontaneous case was reported by an other health professional and describes the occurrence of allergy to metals ("delayed allergy (chrome)") in a female patient who had essure (batch no. A95861) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced musculoskeletal pain ("secondary musculoskeletal pain") and asthenia ("asthenia"). On (B)(6) 2018, 1 day after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the allergy to metals, musculoskeletal pain and asthenia outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia and musculoskeletal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.